Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident may have been procedure related.

Event description:
The patient had an atrioeosophageal fistula, resulting in death following an ablation procedure. Approximately ten days post ablation procedure the patient was diagnosed with an esophageal fistula requiring no intervention. The patient then had a cerebrovascular accident and expired. There were no performance issues with any sjm devices.